Manufacturer narrative:
Other relevant device(s) are: product ID b35200; serial#: (B)(4); product type: implantable neurostimulator. Manufucturing report #3004209178-2020-21535 captures related system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported they replaced a primary cell device with a percept device. All the impedances pre-operatively were within normal range, but after they connected the percept implantable neurostimulator (ins) to the existing extensions, contacts 1, 2, and 3 on the left side and contacts 9, 10, and 11 on the right side were >5,000 ohms. The physician removed and wiped off the left extension then reinserted it and the impedances were within normal range on contacts 1, 2, and 3. The physician then removed the right side extension, wiped it off and reinserted it, but the impedances on contacts 9, 10, and 11 were still out of range. The physician tried reinserting multiple times, but it didn¿t solve the problem. The physician said it felt ¿stiff¿ trying to insert the extension into the percept ins. The physician used the old primary cell device and reconnected the right-side extension to test impedances and all the impedances were within range. The physician tried another percept device and had the same issue with high impedances on the right extension contacts 9, 10, and 11. The physician reinserted the extension multiple times and was able to get contacts 9 and 10 within range, but contact 11 was still out of range. Contact 11 was not used in therapy so the physician closed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the reason for the initial replacement was due to normal battery depletion. They stated the most likely cause was due to the old system extensions.